Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. When asked to clarify the statement "when they went back in the chair it was like somebody shot a gun right up their vagina and shot them off the chair like a rocket", they stated that the device was set to a new program and set off an electric charge sensation very quickly when sitting back on the chair.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they were having "shooting pain" on the other side of implant. Patient stated this started "about 2-3 weeks ago". Patient also mentioned that the "incontinence part of it" didn't seem to be as effective as it was "two, three weeks back". Patient also described the pain as "weird spasm like pain" on their hip and butt cheek area. Patient stated they would make a therapy adjustment after the call when they could concentrate on what they were doing. Patient services reviewed program options and functions. Additional information was received from the patient on (B)(6) 2023. The pt called back and asked who can help them with recommendations on what program to use. Patient states they started having cramps in their leg on the other side of the body. Pt states they told her to shut it off for a few days so they did. Pt states when they went to turn it back on and changed to program 2, they felt stimulation near the rectum and about 30-45 minutes later they sat down and didn't feel anything. Pt states when they went back in the chair it was like somebody shot a gun right up their vagina and shot them off the chair like a rocket. Patient also states they had spasms on the original program so they switched back to program 1 which was the one that gave them spasms in a different area. Patient then states at 1. 0, they are not having the spasms but they are not getting therapeutic relief. Reviewed stimulation expectations and recommended patient discuss their concerns with their doctor. Additional information was received from the patient on (B)(6) 2023. The pt called back and stated they tried following up with their doctor and they said the pt was going to need to come in to meet with the nurse practitioner. Pt states they don't understand why they can't just get a call from a rep who can tell them what program to go to. Agent reviewed how the therapy works and that it's trial and error. Pt confirmed there are still programs that they haven't tried yet and confirmed again that they knew how to switch programs.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.